Event description:
A customer reported an issue with a pump as the touchscreen was unresponsive, and the screen was frozen, preventing any interaction. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by resetting the pump, but the problem persisted. As a corrective action, the customer switched to using multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support provided instructions for putting the pump into storage mode and initiated the process for a replacement, advising the customer to return the problematic pump with a pre-paid label within 10 days.